Manufacturer narrative:
An internal biomérieux investigation was performed. During the investigation, the issue was reproduced with samples but with a lower frequency. The analysis of data provided by customers showed that these errors were randomly distributed within the run sequences and the sample positions. Investigation with the disposable supplier revealed no issue in raw materials use. The issue involves risk of delayed results for the patients, but not false results. As mentioned in the easymag user manual, the use of an internal control is recommended in order to detect potential nucleic acid extraction issue. All errors that occur during the runs can be found in the results report.

Event description:
A customer in (B)(6) notified biomérieux of a product problem when using the nuclisens® easymag® disposable product. The customer reported lls issues on their em. The customer indicated the technician didn't notice any droplets in the cassette/cartridge when the error occurred. The disposable vessels, instrument log, application and user logs were requested from the customer. There is no indication or report from the customer that the product problem led to any adverse event related to the patient's state of health. An internal biomérieux investigation has been initiated.